Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pelvic pain') in a 40-year-old female patient who had essure (batch no. 716608, 12433496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial infection from 2012 to 2015, muscle spasm from 2012 to 2017, inflammation, vaginal irritation, vaginal discharge, migraine, dysuria, vulval burning sensation, intermenstrual bleeding and dysfunctional uterine bleeding. Concurrent conditions included gerd since (B)(6) 2012 and genital bleeding since 2012. Concomitant products included cefazolin from (B)(6) 2012 to (B)(6) 2017 and fluconazole from (B)(6) 2012 to 16-oct-2015 for bacterial infection as well as enoxaparin from (B)(6) 2012 to (B)(6) 2012, lidocaine from (B)(6) 2012 to (B)(6) 2017, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2017, naloxone from (B)(6) 2012 to (B)(6) 2017, pantoprazole from (B)(6) 2012 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("depression") and anxiety ("mental anguish/ psychological or psychiatric problems condition:anxiety and mental anguish"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). The patient was treated with omeprazole, tizanidine and surgery ((B)(6) 2017, total hysterectomy (uterus and cervix removed), bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection and dyspareunia had resolved and the anaemia, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010 from (B)(6) 2010 as per mentioned in pif. She received treatment for pelvic pain, abnormal vaginal bleeding, menorrhagia, dysmenorrhea, vaginal infection and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Results: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: result not provided.. Pregnancy test urine - on (B)(6) 2011: negative. Lot number: 12433496 manufacture date: 2010-03 expiration date: 2013-01. Lot number: 716608 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "pelvic pain, dysmenorrhea, vaginal infection and dyspareunia was changed to recovered/resolved". Lab data updated to essure confirmation test conducted "yes" and essure insertion date updated from 17-nov-2010 to 22-nov-2010.fu 8 and 9 process together. On 29-may-2020: no new information added..fu 8 and 9 process together. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pelvic pain') in a 40-year-old female patient who had essure (batch no. 716608, 12433496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial infection from 2012 to 2015, muscle spasm from 2012 to 2017, inflammation, vaginal irritation, vaginal discharge, migraine, dysuria, vulval burning sensation, intermenstrual bleeding and dysfunctional uterine bleeding. Concurrent conditions included gerd since (B)(6) 2012 and genital bleeding since 2012. Concomitant products included cefazolin from (B)(6) 2012 to (B)(6) 2017 and fluconazole from (B)(6) 2012 to (B)(6) 2015 for bacterial infection as well as enoxaparin from (B)(6) 2012 to (B)(6) 2012, lidocaine from (B)(6) 2012 to (B)(6) 2017, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2017, naloxone from (B)(6) 2012 to (B)(6) 2017, pantoprazole from (B)(6) 2012 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). The patient was treated with omeprazole, tizanidine and surgery ((B)(6) 2017, total hysterectomy (uterus and cervix removed), bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal infection and dyspareunia was resolving, the vaginal haemorrhage and menorrhagia had resolved and the anaemia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2011: negative. Lot number: 12433496 manufacture date: 2010-03 expiration date: 2013-01; lot number: 716608 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received. Event outcome: pain were updated to recovering and bleeding were update to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pelvic pain') in a 40-year-old female patient who had essure (batch no. 716608, 12433496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammation, vaginal irritation, vaginal discharge, migraine, dysuria, vulval burning sensation, intermenstrual bleeding and dysfunctional uterine bleeding. Concomitant products included cefazolin from (B)(6) 2012 to (B)(6) 2017, enoxaparin from (B)(6) 2012 to (B)(6) 2012, fluconazole from (B)(6) 2012 to (B)(6) 2015, lidocaine from (B)(6) 2012 to (B)(6) 2017, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2017, naloxone from (B)(6) 2012 to (B)(6) 2017, pantoprazole from (B)(6) 2012 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). The patient was treated with surgery (B)(6) 2017, total hysterectomy (uterus and cervix removed), bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anaemia, dysmenorrhoea, depression and anxiety outcome was unknown and the vaginal infection and dyspareunia was resolving. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2011: negative. Lot number: 12433496 manufacture date: 2010-03 expiration date: 2013-01. Lot number: 716608 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pelvic pain') in a (B)(6) female patient who had essure (batch no. 716608, 12433496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammation, vaginal irritation, vaginal discharge, migraine, dysuria, vulval burning sensation, intermenstrual bleeding and dysfunctional uterine bleeding. Concomitant products included cefazolin from (B)(6) 2012 to (B)(6) 2017, enoxaparin from (B)(6) 2012 to(B)(6) 2012, fluconazole from (B)(6) 2012 to (B)(6) 2015, lidocaine from (B)(6) 2012 to (B)(6) 2017, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2017, naloxone from (B)(6) 2012 to (B)(6) 2017, pantoprazole from (B)(6) 2012 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). The patient was treated with surgery ((B)(6) 2017, total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anaemia, dysmenorrhoea, depression and anxiety outcome was unknown and the vaginal infection and dyspareunia was resolving. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2011: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), infection (bladder/ urinary tract/vaginal) type: vaginal, depression, mental anguish and dyspareunia added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.